Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device had run-on and would oscillate when the forward trigger was pulled. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.